Manufacturer narrative:
The investigation was carried out based on the available information including logfiles as well as the returned ventilator motor. Based on the logfile analysis, it could be reconstructed that the power-on self-test on the date of event was completed in the morning (06:37am) without any problems. It was found that during the case in question, negative airway pressures were present. Negative airway pressures are typical for the usage of a suction system while the patient remained connected to the breathing system. Due to a resulting vacuum pressure, the piston gets stuck and the device initiates as a consequence an autonomous shutdown while changing mode to man/spont and generating the appropriate ventilator fail alarm. Manual ventilation remains possible in this case. The instructions for use (IFU) describe as a warning to disconnect the patient from the ventilator prior to the use of a suction unit and that if not used correctly, the suction unit may injure the patient. The returned motor was tested in the manufacturer¿s lab and despite the motor being dirty due to carbon abrasion from the brushes of the brush motor, the functional test revealed no problems. It was thus concluded that the motor was not the root cause for the reported vent fail. Further information was requested on whether the doctor had performed any particular actions during the event, e.g. The use of suction, but this remained unclear. Nevertheless, based on the investigation of the motor in question and the log analysis, dräger finally concludes that the reported issue was caused by a use error not following the IFU. The device has reacted as specified for the detected negative pressure situation. If known before, the case would not have been assessed reportable. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that there was a ventilator failure during a case. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has been started, results will be provided within the follow-up report.

Event description:
It was reported that there was a ventilator failure during a case. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.